Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred. The device was tested on the bench and the reset was found to have been caused by noise and high impedance due to an anomalous capacitor on the hybrid.

Event description:
It was reported the patient presented to the clinic after experiencing an episode of syncope, the device was found in backup vvi. The patient did not mention any instance of the device exposed to electromagnetic interference. The device was explanted and replaced. The procedure was completed without the incidence.